Event description:
It was further reported that target lesion 1 was 9mm long and after placement of the taxus stent had 0% residual stenosis. The patient tolerated the procedure and was discharged on aspirin and plavix therapy. The pt was admitted for evaluation of chest discomfort. The pt developed sudden onset of chest discomfort approximately 1 week prior to admission. The pt continued to be bothered by intermittent episodes of chest pain with activity. The patient was referred for cardiac catheterization. Angiography at the time of admission revealed, lmca 40% narrowing in the ostium, lad 30% mid segment stenosis, lcx "has a very sharp take-off from the lmca and is sharply angulated", 50% mid stenosis in the ramus intermedius/proximal obtuse marginal (om) branch, completely occluded 1st om branch with a blunt occlusion near its ostium, and slightly patent distal lcx, rca is moderately diseased with 30-40% mid stenosis. The reintervention consisted of ptca to the 1st om. Several attempts to wire the vessel initially were unsuccessful because of the tortuosity and small size of the vessel. A 1.5 x 15mm maverick balloon successfully crossed the lesion and several inflations were performed proximally and distally in the vessel. Residual stenosis was 20-25% with a timi iii flow. The patient's troponin I was noted to be elevated following the procedure. It was noted that pletal was added to the patient's current medication regimen (for the next four months) because of the high risk of re-stenosis. The patient tolerated the procedure and was discharged the next day on continued asa and plavix therapy.

Event description:
Clinical study. It was reported that 2 months after a coronary artery drug eluting stenting procedure, the pt experienced a stent thrombosis and required a target vessel reintervention. The lesion being treated in the index procedure was a 2.5mm, 90% stenosed 1st obtuse marginal (1st ob marg). The physician treated the lesion without predilation, and successfully placing a taxus express2 8.8% 2.50x12mm drug eluting stent in the target lesion. There were no complications. 2 months later, the pt experienced a stent thrombosis in the target vessel. This was treated with balloon dilation and resolution of the thrombosis. The pt was discharged the next day. In the opinion of the physician, the relationship of the thrombosis and reintervention to the taxus stent is unknown and there was no restenosis of the taxus stent.